Manufacturer narrative:
Concomitant products: dtba1q1 crt-d, implanted (B)(6) 2016; 6935 lead, implanted (B)(6) 2016; 4398 lead, implanted (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead dislodged and pulled back to the superior vena cava (svc). Loss of capture and sensing were noted and the patient experienced phrenic nerve stimulation, hiccups and left chest discomfort. The lead was programmed off and was subsequently capped and replaced. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.